Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Fell apart very quickly (while inside my intimate area) - tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon fell apart. No injury reported.